Event description:
It was reported that an (B)(4) iol was inserted using an (B)(4) delivery device and was then removed intraoperatively due to bent haptic. The incision was enlarged and sutures were used as standard protocol. Another lens was implanted successfully. Please reference MDR# 1119279-2012-00120 for the intraocular lens.

Manufacturer narrative:
The delivery device was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The lot number of the delivery device was not provided; therefore, a device history record (DHR) review could not be performed. Based on the information available, the exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.